Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported elevated lactate dehydrogenase (ldh) level could not be determined through this evaluation. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 5 years. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was readmitted on (B)(6) 2017 for elevated lactate dehydrogenase (ldh) of 2331 u/l. The outpatient reference range was 313 u/l to 618 u/l. The patient was fluid overloaded. IV heparin, dobutamine, and IV diuretics were initiated. A ramp study performed showed no pump dysfunction, however it was discussed whether to perform a pump exchange versus waiting for heart transplant. The patient was listed 1a on the transplant list, however due to a larger body size and blood type, there was a chance that the patient might not receive a transplant right away. Ultimately, dobutamine was discontinued and IV diuresis transitioned back to oral. Ldh was 451 u/l with a reference range of 100 u/l to 205 u/l at time of discharge on (B)(6) 2017.